Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed called to stated that they wanted to replace the circulation pump and asked for part number and price for the circulation pump. Nurse stated that the arctic sun device alerting 02 low flow. They had already swapped out pads and continues to get low flow alert. 4 pads connected. Walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure in lock position. Restarted therapy and device primed with no flow. Alerted air leak. System diagnostics were outlet monitor temperature (t1) was 14.1c, outlet control temperature (t2) was 14.1c, inlet temperature (t3) was 19.5c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours was 4038.8, pump hours was 3613.3. Advised to send device to biomed labeled low flow and swap out to different device.

Event description:
It was reported that the biomed called to stated that they wanted to replace the circulation pump and asked for part number and price for the circulation pump. Nurse stated that the arctic sun device alerting 02 low flow. They had already swapped out pads and continues to get low flow alert. 4 pads connected. Walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure in lock position. Restarted therapy and device primed with no flow. Alerted air leak. System diagnostics were outlet monitor temperature (t1) was 14.1c, outlet control temperature (t2) was 14.1c, inlet temperature (t3) was 19.5c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours was 4038.8, pump hours was 3613.3. Advised to send device to biomed labeled low flow and swap out to different device. Per follow up information attempted via on 12jul2023, for additional information. Charge nurse stated that the patient was swapped to a second device and no further issues are noted in his chart. Per follow up information with biomed on 13jul2023, biomed confirmed replacing the circulation pump onsite. Device runs without issue and had been returned to floor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.